Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 7 enhanced due to cable issue. The field service engineer was able to resolve the issue by reseated the retractor band connectors and row board cable connector to drawer board. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure and not detected on bus. The customer reported that there was a 8 hour delay in patient medication administration due to the hardware failure. There were no adverse events or injuries reported based on this event.